Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement. Touch screen is blank on start up. Other uim [user interface module] leds lit. Vent does boot up."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. The carefusion technical support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. The alleged faulty user interface module was received by carefusion on january 22, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.